Manufacturer narrative:
Findings: pump received with debris behind the lcd window. No scratches on the lcd window noted.

Event description:
It is reported that a customer has physical damage in the form of scratches on their insulin pump. The patient's blood glucose level was 217 mg/dl at the time of the call. The customer was informed that the pump will be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.